Manufacturer narrative:
Visual inspection: the screw head where a tip of the screwdriver sits was found to be damaged. Marks on screw indicate excessive force used during surgery. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: the locking screw was not designed to provide any tactile feedback during the locking step. The locking screw should back-out of the implant freely with rotation of the screwdriver. The screwdriver was also designed to be low-profile to potentially eliminate unnecessary torque transmission to the locking screw. If the surgeon backs-out the locking screw past two full turns and reaches a point where the screw can no longer back-out, the surgeon should stop rotating the screwdriver. At this point, the implant height is locked and any further rotation of the locking screw may compromise its integrity. The exact root cause could not be determined conclusively but it is possible that the surgical technician applied excessive force while advancing the screw in clockwise motion.

Event description:
It was reported that a vlift cage securing mechanism fractured intra-operatively. While threading the set screw further into the cage to allow for height adjustment, the 'set screw tip broke off'. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by using a backup cage.

Event description:
It was reported that a vlift cage securing mechanism fractured intra-operatively. While threading the set screw further into the cage to allow for height adjustment, the 'set screw tip broke off'. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by using a backup cage.